Event description:
It was reported that the patient had increased bleeding at their pocket incision site. A horizontal suture was added three days after lead implant and the issue resolved without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3889-28, lot# v589285, implanted: 2010 (B)(6), explanted: na. Programmer: model 3037, serial# (B)(4). (B)(4).